Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and de generative disc disease. It was reported that the therapy never worked since implant. The system was removed about 4 years prior to the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable events***